Event description:
The customer reported that while testing, the device discharged once, but it would not discharge the second time. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the link to access the operating instructions online. Physio-control also suggested confirming what the nurse did exactly and also check if there was a service light or any errors in the error log. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined at this time.